Manufacturer narrative:
Additional information: patient demographics provided. An evaluation into the workflow used by the site was performed. Medtronic personnel found that the workflow varied for each respective scanner was used, leading to the suspicion of use error occurring. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A physician reported that there were differences observed in the ge scanner with navigation workflow compared to the siemens scanner work flow which deviated from the physicians practices. There was a slow visualase data transfer (vdt) image refresh, the image orientation was flipped when comparing it to the siemens imaging, and there was an observed temperature map (tmap) degradation over time. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.